Event description:
It was reported that the serving tray was broken, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the serving tray was broken, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Distributor evaluated.

Manufacturer narrative:
It was found that the plastic serving tray was damaged at the corners. This type of damage would expose sharp edges. It was recommended that damaged serving trays be replaced.